Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer was trying to perform rewind/set reservoir in the pump. Customer tried to perform it again, but received a motor error. Customer received a replacement pump. No further details given.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error alarm noted and the motor passed motor test. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip, cracked case at the reservoir tube window corner and missing end cap sticker.